Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a pressure injury while using a progressa bed system. The patient had open heart surgery and was taken to the surgical (sicu) around 14:00. The patient was having ¿incessant nausea and vomiting;¿ therefore, the patient was in a sitting position most of the night. The nurse charted ¿due to high risk for aspiration¿ they ¿had not aggressively turned the patient.¿ the following day at 11:14, the dayshift nurse turned the patient to perform their 2-clinician skin check and discovered a stage 2 pressure ulcer on the patient¿s bilateral buttock. Upon further investigation the nurse discovered the mattress allegedly appeared deflated under the seat of the patient. The wound care nurse recommended cavilon skin barrier application and to leave the pressure ulcer open to air. The customer reported that the patient was discharged to inpatient rehab and the stage 2 pressure ulcer was ¿still evolving¿ and was later referred to as a ¿deep tissue pressure injury.¿ a specialty wheelchair cushion, waffle mattress, and turning every 2 hours was implemented. The patient was ordered to have dressing changes every other day and as needed (prn) which included cleaning the wound with wound cleanser, pat skin dry, applying skin prep to the wound edges and covering with sacral foam dressing. No further information was available at the time of this report.